Event description:
The facility reports the pt was being transferred from the bed to the chair. The pt had cleared the bed and was being turned when the left shoulder hook came off and they fell to the floor. The pt suffered a broken left leg and foot.